Event description:
Customer reported filter on extension set leaked, requiring nurse to change out filter at pt site outside chemo hood. No exposure was reported. Set was requested, but was discarded due to chemo exposure, so is not available for investigation.

Manufacturer narrative:
Pt's info requested and all available info is included.